Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that pt had a lead revision that occurred on (B)(6) 2022. Caller read op notes that indicated difficulty inserting lead (occluded) in the t10 and was placed left mid of t7. Per op notes, it sounds like there was difficulty w/ placing second lead and so only one lead is currently implanted.

Manufacturer narrative:
Concomitant medical products: product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2020 product type lead . Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 09-jun-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.